Event description:
It was reported that the customer's pump stopped working unexpectedly and the sensor was not communicating properly. Customer stated that she ended up with diabetic ketoacidosis. Customer stated that her pump would not deliver enough insulin and thinks it had to do with the pump's scroll rate being set to 3 when it should have been set to 10. Customer stated that she had a pump upgrade and did not know how to change the scroll rate, so the corrections she was giving never caught up to the food she was consuming. Customer received a new 530g system and did not verify all the settings were correct. Customer was hospitalized (B)(6) 2014 with a blood glucose level of 474 mg/dl. Customer's blood glucose level was brought down to 200 with an insulin pen. Customer's blood glucose level was around 386 mg/dl when the ambulance was called. Customer was put on an insulin drip and was in intensive care unit. Customer was released and put back on her pump. No further details available.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.